Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a concentric, de novo lesion located in the moderately tortuous, moderately calcified, 90% stenosed distal right coronary artery. The trek 1.2 x 6 mm balloon catheter was advanced for pre-dilatation. Resistance was met during advancement of the balloon catheter to the lesion. During the first inflation at 10 atmospheres the balloon ruptured. The balloon catheter was able to be removed from the anatomy without resistance felt. A new balloon catheter was used to complete the procedure. No adverse patient effects were reported. There was no clinically significant delay in the procedure. No additional information provided.